Event description:
Additional information was received indicating that there was no suspected trauma or manipulation. While the patient's seizures had increased, the physician indicated that they were below his pre-vns baseline and were believed to be related to the high impedance. All of the patient's seizure types had increased and there were no other programming, or medication changes which contributed to the increase. Analysis on the generator was completed. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis on the lead was also completed. Lead break confirmed, as was fluid leaks/ abraded openings in the inner and outer silicon tubing. An analysis was performed on the returned lead portions and a lead break was confirmed. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product.

Event description:
Ap and lateral chest and ap neck x-rays for the patient dated (B)(6) 2012 were received on (B)(6) 2012 and reviewed. The generator is present in a normal orientation in the left chest. The generator feedthru wires appear to be intact. The lead pin appeared to be fully inserted in the images provided and the lead appears to be intact at the connector pin. The electrodes appear to be in alignment. No sharp angles were visualized in the images provided; however there did appear to be a small portion of the lead located behind the generator that could not be assessed. A lead fracture was observed in the lead body following the tie-down. Based on the images provided, the likely cause of the high impedance appears to be the observed fracture in the lead body. However, the presence of micro-fractures or additional fractures in the non-visible portion of the lead cannot be ruled out. Clinic notes for the patient were also received. The notes mention that on (B)(6) 2012, the patient was seen and that was when the high impedance was first observed. The patient underwent a full revision on (B)(6) 2012 and the explanted lead and generator have since been returned to the manufacture. Analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Age at time of event: date of birth- corrected data: the patient's birth date was incorrectly reported on the initial report. The date of birth is (B)(6).

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the neurologist's office that the patient had a dc/dc =7, output status: limit, and lead impedance: high on both system and normal mode diagnostics tests. The patient was also experiencing a steady increase in seizures noted in chart beginning (B)(6). There was no mention if the increase was above his pre-vns baseline. No trauma or pain reported at site. The patient's generator was disabled and the patient had been referred for revision. Attempts for additional information have been unsuccessful to date and revision is likely but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.